Event description:
Information was received from a healthcare professional (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (gablofen) 2000 mcg/ml at 451 mcg/day via an implantable pump. It was reported that the patient had experienced intermittent periods of what seems like overdose mixed with withdrawal since his pump replacement on (B)(6) 2025. No environmental/external/patient factors may have led or contributed to the issue. They stated that logs looked good and a dye study was performed. Catheter was aspirated successfully and catheter flowed with ease. Catheter was tested intra-operative by the healthcare provider (hcp) and catheter flowed once again with ease. Pump was also tested via a programmed bolus and the pump appeared to be functioning as it should. The hcp made the decision to replace the entire catheter. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-jul-2021, UDI#: (B)(4), h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified {coring/tearing} in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.